Event description:
It was reported that during prostate photovaporization procedure when the fiber reached 45000 joules, the tip of the fiber was damaged, and the laser began to come out frontally. Additionally, the fiber tip rotates within metal cap. The fiber was replaced by another fiber to complete the procedure. The patient was under anesthesia; there was no patient complication.

Manufacturer narrative:
The device was not returned for analysis, and the complaint could not be confirmed. Record review revealed no additional information related to the complaint. The results of record reviews did not provide evidence of a probable cause. Per the complainant, the "laser began to come out frontally, and the fiber tip rotates within metal cap. When the fiber rotates within the metal cap, and the glass tip protrudes from the metal cap a glue failure has occurred. A glue failure occurs when the fiber overheats, which is indicative of heavy tissue contact during use, and is advised against in the IFU. A review of the device history record (DHR) confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. A labeling review was performed on the device instructions for use (IFU). The IFU states: caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Caution: do not retract, dissect, or probe tissue with the tip of the fiber. Damage may occur to the fiber tip. Caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. Caution: the fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. Based on the information provided, all compiled information on this investigation determines that the most probable cause is unintended use error caused or contributed to event since the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation.

Event description:
It was reported that during prostate photovaporization procedure when the fiber reached 45000 joules, the tip of the fiber was damaged, and the laser began to come out frontally. Additionally, the fiber tip rotates within metal cap. The fiber was replaced by another fiber to complete the procedure. The patient was under anesthesia, there was no patient complication.